Event description:
The customer reported an alarm message, "check speaker" on the mp50. The device was not in clinical use at the time of the event. There was no report of patient or user harm with this event.